Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -8.0/2.0/092 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2024. Low vault was observed. On (B)(6) 2024 the lens was implanted, removed intra-operatively and the problem was resolved.

Manufacturer narrative:
Device evaluation: h6-lens returned in a microcentrifuge vial; dry with residue/debris on lens. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. (B)(4).